Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button intermittently with force before the pump screen turned on. The customer confirmed that the pump turned on when plugged into a power source. During troubleshooting with tandem technical support, the customer reported that the wake button appeared stuck, the wake button began working fine after the customer pressed the button a few times. The customer's blood glucose level was 345 mg/dl for the past event and was 313 mg/dl at the time of the report. Reportedly, the customer had manual injections available as alternate insulin therapy.